Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe report finding the left monitor cart handle broken off. There are no reports of patient injury or death associated with this event.